Event description:
Surgeon using resectoscope stated instrument felt hot in his hand. Towards end of procedure heard "pop". No evidence of burn on pt immediately post procedure. 9/14/98-pt in office 2nd degree burns on penis.